Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported a raised, red rash at the site of the sensor that she described as looking like a chemical burn. On (B)(6) 2019 the patient's mother contacted a doctor to seek advice on how to treat the skin reaction, which is the size of the sensor adhesive. At the time of contact, it was indicated that the patient was going to let the area heal, as it was still very red. No additional event or patient information is available.